Event description:
Pt called in 2002 alleging that their one touch basic meter had missing segments and also reading inaccurately low. Pt stated that the meter had missing segments for about 4 weeks. Pt stated that they went to the emergency room. The result on their meter was hard to read because of the missing segments. Pt thought that the reading was "around 50". At the emergency room, the lab test was 615 mg/dl. (Time difference unk). Pt received treatment at the ER, but the treatment is unk. Pt taking glucophage 500mg 2 times/day. Insulin shot n and r--4 units in am, 3 units in pm. A reading of 25 mg/dl is also documented. A retest after that reading was 271 mg/dl "because of the missing segments it was hard to know for sure what it was". Pt was also cleaning the meter with alcohol. Pt at times had used test strips stored outside the test strip bottle. No further info has been reported.